Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that he became very sick and went to the emergency room. Customer's blood glucose was 880 mg/dl at the time. Customer stated that on sunday at (B)(6) 2015, his blood glucose was 160 mg/dl. Customer began to feel very thirsty around 3 hours later. Customer looked down at his pump and stated that it was not working. Customer did not receive any alerts for a low battery, low reservoir, or no insulin delivery. Customer became very sick and was vomiting. Customer went to the emergency room and was admitted to the intensive care unit. Customer was advised to contact the helpline to troubleshoot the pump.